Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2007, the pt was implanted with multiple mesh including a bard/davol ptfe mesh and a non davol bard uretex mesh (sling) during an abdominal sacral colpopexy, combined anterior and posterior repair, and cystoscopy with supra pubic catheter placement procedure on (B)(6) 2007, due to a history of post-hysterectomy vaginal vault prolapse and mixed urinary incontinence. The attorney's report alleges permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or pt injury and medical records have not been provided. We have contacted the initial reporter to request add'l info and to request return of te device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.